Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The patient was started on remedial treatment for the peritonitis which included continuing injections of vancomycin (1g, intraperitoneally (ip), frequency not reported), injection of zenium (1g in each bag ip continuing) and injection ceftazidime (1g in each bag ip (continue 14 days). The outcome of the peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that on an unreported date, the patient experienced a uterus problem which led to peritonitis. Treatment was not reported. The catheter was removed. The cause of peritonitis was not due to aseptic technique, however, the patient was trained on aseptic technique. The outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.